Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states legs on bench spread out causing end user to fall on his back in the shower. He was getting showered to go into surgery and fell off the seat. The seat itself did not crack. Not sure injuries are from fall or surgery. MDR filed.